Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received the insulin flow block alarm. Customer¿s blood glucose level was 180 mg/dl. The customer stated that they getting the insulin flow block alarm after changing the complete set. The customer also reported that insulin pump had cosmetic damage. The location of the damage were battery goes in and goes down to the corner where bottom of clip. The insulin pump will be returned for analysis.